Event description:
Account stated their lis system went down in 2006. When they printed their qc data for the next day. It appeared to be the qc data from a week earlier that was labeled. The incorrect qc data did not affect pt treatment.